Manufacturer narrative:
The device was not available for evaluation. It was reported that a revision surgery was needed to replace a revolve screw broken post operatively. From the x-ray provided both s1 screws were broken halfway down its shank and a revision with creo was performed on (B)(6)2024. Caliber remained and the screws in s1 were changed. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed due to a revolve screw that was found broken post operatively. This event occurred in austria.